Manufacturer narrative:
Device was received for evaluation. Evaluation of the device confirmed the reported issue. Device showed no image. A faulty ccd unit was determined causing the no image issue. Device was placed for repair.

Event description:
It was reported that during preparation for use, the device exhibited no image/picture and was completely black. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis review and conclusion of the investigation. Please see updated sections: g4, g7, h2, h3, h6 and h10. It was reported that during preparation for use, the device exhibited no image/picture and was completely black. We are not able to determine a root cause for the reported failure. It was presumed that the reported failure to have occurred due to a failure of the ccd (charged coupled device). Probable cause likely due to external force caused by handling during transportation, storage, use, reprocessing, etc. Applied a load to the ccd in the cable, resulting in no image being output due to a ccd failure. Olympus will continue to monitor complaints for this device.